Event description:
On 14-jul-2025 it was reported that on (B)(6) 2025 the user experienced persistent hyperglycemia after not changing the infusion site despite elevated blood glucose levels. On (B)(6) 2025, the user developed symptoms including repeated vomiting and was transported by emergency medical services to the hospital, where he was admitted. The user was treated with intravenous fluids and an insulin drip. The condition was reported as caught early and not progressing to diabetic ketoacidosis (dka). The user was discharged on (B)(6) 2025 and planned to resume ilet therapy.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization and medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring treatment, as evidenced by the need for IV fluids and insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event dates, which began following a supply change and persisted, consistent with insufficient insulin delivery due to a likely infusion site issue, such as placement in scar tissue or impaired absorption. The user reported not changing the infusion site despite elevated glucose levels, which may have contributed to the progression of hyperglycemia. Based on available information, the event was attributed to use-related therapy management factors and potential infusion site absorption issues rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.